Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a in clinic follow up. Upon interrogation, the right ventricular lead exhibited oversensing of noise that was being interpreted as high ventricular rate events. No device intervention was performed. The patient had no consequences and will continue to be monitored.